Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 581 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. The customer stated that he has a lot of scar tissue at his infusion sites, which may have caused the event. Nothing further was reported.